Event description:
A depuy mitek sales rep. Called requesting someone from mitek management contact the patient regarding a versalok post-op pull out. Originally had the surgery in early 2008, the second procedure was on nine months later at which point the original fixation device was removed, and a healix anchor was inserted in it's place. The patient is in possession of the anchor and wants someone from mitek management to contact him. The patient feels the anchor did not deploy correctly. The doctor believes, it did deploy correctly.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and evaluated, those results will be the subject matter of the follow-up report.